Event description:
It was reported that the md changed the sheath for a 7fr 35cm arrow sheath. On attempting to deploy the stent via the 7fr arrow sheath, the end of the balloon distal to the tip became caught at the distal end of the sheath. On withdrawing the balloon, the stent dislodged from the balloon. Md was able to reselect the stent with a balloon and partially deployed the stent before changing to an 0.018 system and completing the deployment. By this stage, the artery had developed some thrombus and the patient required overnight thrombolytic therapy and a follow-up angiogram the next day.

Manufacturer narrative:
Sample will not be returned for evaluation.